Event description:
(B)(6) MDR - it was reported that the outer coating splintered off during advancement of balloons/stents over the guide wire. The product was returned for analysis. The user report mentioned 3 cases, but only 1 piece was returned for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned guide wire underwent a technical analysis at the supplier, and the production documentation was reviewed to see whether there might have been a deviation in the manufacturing process as cause. The visual analysis of the provided product confirmed a detachment of the ptfe coating from the wire body. Lab simulations have shown that storage conditions outside of the specified range (<40'c, dry storage) can lead to a weakening of the ptfe adhesion. In addition, all components, materials, sub-component groups, and process steps were checked at the supplier. All work steps had been processed in agreement with the released manufacturing procedures. The check of the process documentation did not show any deviations. The above-mentioned product met all requirements of the in-process and final testing. Based on these tests, the supplier can assure that the product was manufactured and shipped according to specifications. The ultimate cause for the reported event could not be elicited.